Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the system controller had a damaged screen. The pixels appeared in a vertical line across the screen. Additionally, the screen showed that the backup battery was charging, despite the battery already having a full charge. The system controller was exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a line in the liquid crystal display (lcd) of the system controller was confirmed; however, the reported event a charging issue with the backup battery was not confirmed. The system controller, serial (B)(6), was returned for analysis. The lcd had two vertical white lines which did not affect the controller¿s ability to display readable messages. Following preliminary testing, the lcd screen from the controller was swapped with a functional one. This resolved the lines in lcd issue. The controller underwent functional testing and passed. No atypical alarms were produced during testing. The controller was able to support pump function for extended period of time. The provided information indicated that there was a vertical line going across the lcd of the system controller. They also stated that the controller would periodically show that the backup battery was in a charging state even when the battery had not been in use. There were no alarms associated with the event. The 11v backup battery will slowly discharge without any load voltage. Lithium-ion batteries slowly discharge (self-discharge) when not in use or while in storage. When the voltage of the battery drops per design the system controller will top charge the battery. This does not indicate any issue with the battery. The root cause for the reported screen issue was conclusively determined to be due to an issue with the lcd, the thin film transistors were shorted on. However, a further root cause was not able to be conclusively determined through this analysis. A root cause for the reported charging issue was determined to be a design specification resulting in a user concern. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook and instructions for use (IFU) also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. Rev 5 describes that the 11v backup battery will slowly discharge without any load voltage. Lithium-ion batteries slowly discharge (self-discharge) when not in use or while in storage. When the voltage of the battery drops per design the system controller will top charge the battery. This does not indicate any issue with the battery. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a line in the liquid crystal display (lcd) of the system controller and a charging issue with the backup battery was not confirmed. There were no photos submitted for review. The system controller, serial (B)(6), was not returned for analysis and remains in use. The provided information indicated that there was a vertical line going across the lcd of the system controller. They also stated that the controller would periodically show that the backup battery was in a charging state even when the battery had not been in use. There were no alarms associated with the event. The 11v backup battery will slowly discharge without any load voltage. Lithium-ion batteries slowly discharge (self-discharge) when not in use or while in storage. When the voltage of the battery drops per design the system controller will top charge the battery. This does not indicate any issue with the battery. A review of the submitted controller event log file spanned approximately 7 days ((B)(6) 2023 per time stamp). There were no notable alarms active in the log file or issues associated with the reported event. A root cause for the reported line in the lcd was not conclusively determined through this analysis. A root cause for the reported charging issue was determined to be a design specification resulting in a user concern. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook and instructions for use (IFU) also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. Document rev 5 describes that the 11v backup battery will slowly discharge without any load voltage. Lithium-ion batteries slowly discharge (self-discharge) when not in use or while in storage. When the voltage of the battery drops per design the system controller will top charge the battery. This does not indicate any issue with the battery. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information reported that the system controller was planned to be exchanged, but because it still functioned as normal with the screen damage, it was not exchanged.